Event description:
It was reported that on (B)(6) 2021, a chest x ray and fluoroscopy was performed and right atrial lead dislodgement was noted. The physician elected to explant and replace the lead. The patient condition was stable.